Event description:
Information received from the field notes inconsistent lead impedance measurements. The problem could not be reproduced during hospital examination, but six months prior, the patient complained of a "yucky" fast heart beat when she "moves too fast".